Manufacturer narrative:
B5: the device was filled with fluorouracil 3240mg in dextrose 5% for a total volume of 240ml. H4: the lot was manufactured between march 1, 2024 ¿ march 5, 2024. H11: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection was performed which observed fluid inside the device bottle and fluid in the bladder which suggests a leak occurred. The bladder was observed to be fully intact with no evidence of a rupture. The reported leak was verified. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. During filling and leaked through the filling port. Further described as, the device leaked 'at the place that connects the infuser cover and the colored part where the filling point is located'. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.